Event description:
The customer reported to olympus that the evis lucera colonovideoscope had weak air supply. The issue was found during an unspecified therapeutic/diagnostic procedure, which was completed with the device without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the nozzle. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a chip and a crack; the control unit had discoloration; due to the clogging of nozzle, air/water supply and removal volumes did not meet the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward control knob was out of the standard value; the electrical connector had discoloration due to water leakage; the mouthpiece was loose; the paint on suction cylinder was peeled; the suction connector had a scratch and discoloration; the suction cylinder was shaved. Additionally, the following components had a scratch: connecting tube, control unit, plastic distal end cover, scope cover, the protector of universal cord on the control section side and on the suction connector side, right/left angulation knob, grip, image guide protector, forceps elevator knob, forceps elevator lever, flexibility adjustment ring, switches 1-4, switch box, upward/downward angulation control knob, and the universal cord. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system: [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.